Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented feeling unwell and had poor cardiac output. The team suspected lvad thrombus and the patient was admitted for a hm2 to hm2 pump exchange. The initial inflow and outflow of the lvad were left implanted in the patient. Only the rotor and the outflow graft collar was exchanged. Additional information was requested but not provided.

Manufacturer narrative:
Section d4, h4: additional information. Section d7, h3: correction. Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of (B)(6). The pump was returned with the driveline cut approximately 9.5¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed thin denatured thrombus ring adhered to the inlet bearing cup. A similar deposition was found in the blood tube/rotor inlet section adhered to the inlet bearing ball. The thrombus rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. A non-laminated thrombus formation was present on the body of the rotor, in between two of the rotor blades. The thrombus formation was not adhered to the rotor, but areas of the formation were hard and denatured, indicating that it was present while the pump was operating. Origins of the thrombus formation could not be determined. Examination of the proximal side of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the depositions did not form in the outlet stator. Although their origins and duration of time for which the depositions were present in the pump cannot be conclusively determined, the lack of denaturation along with the lack of circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus formations. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.